Event description:
Complainant alleged that while treating a patient (age and gender unknown) the device displayed a "defibrillator/ pacer cable failure" message. The customer was not able to provide the exact message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.